Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm leakage at septum during use of the product, the isolation plug leaked blood. The affected quantity was 1 piece, and the sample can be returned. Photographs are available. A green claim is required, as is a complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
1. DHR/bhr review lot#4052080 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at cfs package line in april 2024. Work order quantity was 33,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. Conclusion(s): no abnormality is found on process and retained sample. Because the abnormal states of the septum of the defective sample cannot be identified, the root cause of the blood leakage there cannot be determined.

Event description:
No additional information provided.